Manufacturer narrative:
Reliability analysis inspected (B)(4) opened/used enlite sensors and performed bicarbonate buffer test. All (B)(4) sensors passed per specification with accurate readings.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when her blood glucose level was not low. Customer's sensor glucose reading was 62 mg/dl but her blood glucose level was 140 mg/dl. The insulin pump alarmed calibration error four times. A bad sensor alert occurred after the second consecutive calibration error. The customer was advised that the device would be replaced and agreed to return the product for analysis.